Event description:
An optometrist reported a patient who presented with decreased near vision and dry eyes approximately 4 months post prk over lasik. The patient was noted to have corneal haze, dry eyes, and a decrease in near vision. The patient is being treated with steroids in both eyes. The patient will return for follow up at a later date. There are two medical device reports associated with this event. This report is for the left eye.

Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).